Event description:
Pt reported they went to urgent care in january due to a bladder infection given antibiotics for 10 days and has been done with antibiotics, vyvgart md was aware and saw him a couple days ago as well. Pt confirmed he is feeling good now and did state he has gotten bladder infections in the past and is prone to infections due to his disease. Pt also mentioned that the vyvgart needle broke last time he went to inject so only did 3 doses in march, needle broke when trying to give dose second to last saturday march. Per pt aware of vyvgart change to 2 weeks on 2 weeks off and updated order to go out tomorrow as pt has been out of medication due to malfunction on last dose and new dosing schedule. No further dates, details or information available. Unknown if needle is available for return. Indication: myasthenia gravis with (acute) exacerbation.